Event description:
The surgeon had performed a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). The patient experienced two hip dislocations. The first occurred after a hard fall and was corrected by a different surgeon. After the second, the patient returned to the original surgeon, stating the hip had not felt the same since the first incident. The surgeon found a piece of plastic drain tube in the joint, and believes it contributed to the second dislocation. The surgeon replaced the acetabular liner with a 4 mm elevated-wall liner and he replaced the femoral head with a 32 mm diameter head with -4 mm neck length.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio) and the implant system. A clinical evaluation, including review of post-operative x-rays, revealed that the acetabular cup had been placed properly and was within the lewinnek safe zone. The initial dislocation was due to a fall. The secondary dislocation may have been a result of loosened soft tissue that occurred during the fall, or the presence of the plastic drain tube piece inadvertently left in the patient. The surgeon did not feel the implants or the rio caused or contributed to the event.